Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The hcp was unable to push the entire 20ml refill. The hcp could only get in 15 ml over the last 3 refills. The hcp tried to expel air. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No interventions/actions were taken to resolve the issue. It was unknown if surgical intervention was planned. Patient status was alive - no injury. The issue was not resolved. Patient weight and medical history were asked and will not be made available. Other medications the patient was taking at time of the event were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017, the patient was having their pump refilled. The physician aspirated the correct amount of expected reservoir volume, but when he filled the pump with medication, he was only able to fill it with 15 cc of fluid. There was no known environmental, external, or patient factors that may have led or contributed to the issue. The physician emptied the 15 cc and made sure the pump was completely empty of fluid and air. He then reinserted the medication into the pump and still could only insert 15 cc of fluid into the pump. No further actions/interventions were taken other than the troubleshooting mentioned above. No patient symptoms were reported. The issue was not resolved. Surgical intervention had not occurred and was not planned. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on 27-dec-2017 from the healthcare professional via a company representative. The additional actions/interventions taken were noted to be that the physician aspirated 15 cc of fluid and attempted to aspirate any remaining air from the reservoir. After attempting this, he was still only able to insert 15 cc of fluid into the pump. There was no report that anything was planned. The pump was still implanted and in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found that the external shield of the pump was concave which affected pump performance. The root cause of the denting was undetermined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6)2019. It was reported that the patient had their pump replaced on (B)(6)2019. During the preoperative phase, the patient stated she had stiff-person's syndrome and falls often. The pump was implanted in the patient's left upper buttock/hip area. At explant the pump was observed to be dented. The pump was going to be returned for analysis. The new pump was noted to have morphine (50 mg/ml at 14 mg/day), hydromorphone (40mg/ml at 11.2 mg/day), baclofen (1800 mcg/ml at 504.8 mcg/day), clonidine (100 mcg/ml at 28 mcg/day), ketamine (2mg/ml at 0.56 mg/day), and fentanyl (2500 mcg/ml at 700 mcg/day) in it. No further complications were reported.